Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the right iliac artery with no tortuosity, mild calcification and 90% stenosis, a 0.018 inch non-abbott guide wire crossed the lesion and pre-dilatation was performed with a 4.0x40 non-abbott balloon catheter; first inflation at 4 atmospheres (atm) and then at 6 atm. A 7.0 x 60 mm x 80 cm absolute pro vascular self-expanding stent system (sess) was advanced to the lesion without resistance and the stent was implanted. There was no resistance met between the absolute pro sess and the inner lumen of the sheath during advancement as the distal part of the absolute pro sess was covered with the distal sheath. Reportedly, there was no problem deploying the stent; however, when an attempt was made to remove the absolute pro sess from the patient anatomy, the proximal end of the tip of the sess got caught with the distal end of the 6f non-abbott sheath and the stent system could not be pulled into the 6f sheath. Thus, it was assumed that the issue was caused by the absolute pro sess being slightly angled when pulled into the sheath, the 0.018 inch non-abbott guide wire was replaced with a 0.035 inch non-abbott guide wire; however, the issue was not resolved and the tip of the absolute pro sess got caught with the 6f sheath. Thus, the whole system, absolute pro sess and the 6f sheath were removed from the patient anatomy as a single unit. A 7f sheath was inserted and post-dilatation was performed with an armada 35 balloon catheter and the procedure was completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: it should be noted that the absolute pro instructions for use states: do not use an undersized guide wire than 0.035 inch (0.89mm). The delivery system may cause kink due to insufficient support.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: paddler, radifocus; sheath: 6f medikit 11cm. Evaluation summary: the device was returned for evaluation and the reported resistance was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.